Manufacturer narrative:
The concomitant product has been added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level, sensor issues and infusion set leak. Blood glucose level at the time of the incident was above 400 mg/dl. It was not noted if auto mode feature was active and automatically adjusting insulin delivery at the time of high blood glucose event. Customer stated that they were getting alert to change sensor and calibration not accepted. Customer also reported leaking infusion set at site. Customer was advised to change the infusion set. Customer was instructed with proper sensor calibration and site selection. Customer declined to troubleshoot for high reading. Infusion set is expected to return.